Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study updated the clinical diagnosis from hallucinations to balance issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Hallucinations; if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient hit their head, then later the same day they reported hallucinations and speech changes. There was no loss of consciousness. They walked a few steps from their car and simply fell in their yard. It was noted the balance and speech changes were possibly related to their previous visit's programming. They were reprogrammed on (B)(6) 2018 and the issue resolved without sequelae. The event was noted to be possibly related to the device/therapy and not related to the implant procedure. No further complications were reported as a result of this event.